Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add¿l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an open liver resection, the device jaws could not be re-opened after the first application to tissue. The surgeon removed the device manually and with the assistance of a cautery device. There was no tissue damage or pt injury. The surgeon opened a second device and successfully completed the procedure.